Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the right ventricular lead exhibited oversensing. The lead was explanted and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
External insulation abrasion was noted at 8.9-9.1 cm from the pin consistent with lead friction to the device can. This is consistent with the field observation of oversensing.